Event description:
A distributor reported on behalf of a healthcare facility in china that it was difficult to insert the temperature probe before patient use. Upon inspection of photos of the device, it was noticed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was missing. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed the inspiratory elbow without the grommet and probe jacket. Conclusion: we are unable to determine the cause of the missing grommet. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification at the time of production. The circuit would not have passed the leak test on the production line without a probe jacket or grommet. This indicates that the device was manipulated after manufacturing. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that it was difficult to insert the temperature probe before patient use. Upon inspection of photos of the device, it was noticed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was missing. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that it was difficult to insert the temperature probe before patient use. Upon inspection of photos of the device, it was noticed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was missing. There was no patient involvement.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: UDI details updated. Section g1: contact person updated to mr. (B)(4). Section g4: PMA/510(k) number updated to k122432. Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed the inspiratory elbow without the grommet and probe jacket. Conclusion: we are unable to determine the cause of the missing grommet. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification at the time of production. The circuit would not have passed the leak test on the production line without a probe jacket or grommet. This indicates that the device was manipulated after manufacturing. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."